Manufacturer narrative:
On 12/16/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/05/2016 software engineer analysis finds that the patient logs were reviewed, however, provided no additional insight as to what caused the reported complaint. No parts have been received by manufacturer for analysis.

Event description:
A site nurse reported that, while in a cranial procedure, their navigation system became unresponsive after the surgeon was moving back and forth through the software. The mouse was moving extremely slow, this was with axiem. The surgeon stated after switching out the pointers, the issue occurred. In trouble-shooting, a hard re-boot resolved the issue and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue has been added to a software anomaly database for trending and monitoring.